Manufacturer narrative:
(B)(4). Review of the receiving inspection report for 00111214001, lot number 89384765, identified no relevant deviations or anomalies. Review of the receiving inspection report for 00111214001, lot number 88704749, identified no relevant deviations or anomalies. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product examination was not performed as the product was not returned from the customer. This complaint is unconfirmed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The product will not be returned to zimmer biomet as it remained implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty, oss knee procedure on (B)(6) 2018. The patient tolerated the tibia cementing however; during insertion of cement in the femur, the patient coded. The surgeon closed the wound with the trial poly remaining in the patient. Resuscitation was initiated in the or and following CPR, the patient was transferred to pacu. In pacu, an echo was completed in which revealed a positive pulmonary or fat embolism. It was reported the patient expired on (B)(6) 2018.